Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and menorrhagia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain,abdominal pain, menorrhagia (heavy menstrual bleeding, migration diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09/16/2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, menorrhagia (heavy menstrual bleeding), migration were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and lab data were added incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,pain sharp stabbing,pain in lower right side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty seen in placing left assure in the ostia.". The patient's medical history included gallbladder removal. Concurrent conditions included dysmenorrhea, menstrual flow excessive, pelvic pain female and uterine bleeding. Concomitant products included etonogestrel (implanon). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced device expulsion ("migration,migration of essure device location of device: endometrium of uterus,travelled from the tubes possibly into the uterus"), abdominal pain ("abdominal pain") and back pain ("lower right back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and back pain had resolved and the device expulsion outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain,abdominal pain, menorrhagia (heavy menstrual bleeding, migration device was deployed and 10 coils were seen coming out of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: results not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received : following events were added : abnormal vaginal bleeding, lower right back pain. Event verbatim migration was updated to device expulsion. On 20-sep-2019: pfs received : fu(3) and (4) processed together. Following event was added : difficulty seen in placing left assure in the ostia. Medical history,concomitant conditions and reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.